Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The connector of the cleaner container was adjusted and no further issues were noted. This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The initial reporter received questionable results for four samples from the cobas integra 400 plus. Sample 1 initial crphs cardiac c-reactive protein (latex) high sensitive result was 19.75 mg/l and the repeat result on an architect analyzer was 72.68 mg/l. Sample 2 initial crphs result was 15.75 mg/l and the repeat result on an architect analyzer was 69.27 mg/l. On (B)(6) 2020, sample 3 initial chol2 cholesterol gen.2 result was 1.20 mg/dl and the repeat result was 186.04 mg/dl. Sample 4 initial chol2 result was 3.03 mg/dl and the repeat result was 183.28 mg/dl. The questionable results were not reported outside of the laboratory. The crphs reagent lot number was 47070801 and the chol2 reagent lot number was 48080701. The expiration dates were requested but were not provided.